Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, while stapling, the device did not fire with the reinforced reload. Excessive tissue was noted on the handle but there was no error. The operator used a competitor's product to resolve the issue. There was no patient injury.